Manufacturer narrative:
Insulin pump passed the displacement, rewind, prime/seating, basic occlusion test (the pump occluded at 4.5lbs), force sensor test, occlusion test and self -test. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. No pump error 82 noted during testing. No alerts/alarms/anomalies noted during testing. Pump error 82 occurred on (B)(6) 2022 06:08:00.000 on event date in history files. Pump was cut open to perform visual inspection and found moisture damage on motor home switch and force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: scratched lcd window (minor), stained keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay. Pump error 82 was verified with the history files and is confirmed due to moisture on motor assembly. Loss of communication between pump and transmitter was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received the hrm task did not grant motor power in reasonable time alarm. Customer was able to clear the alarm and was able to complete rewind. Insulin pump passed the displacement test was passed. Insulin pump had loss of communication issue with transmitter. Customer reported that they received lost sensor signal alert. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.